Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.